Event description:
Customer reported via phone, when he presses the bolus button on the insulin pump the device prompts the alarm clock. Customer was assisted with turning the feature off. Customer stated his belt clip was broken when the device was pulled of him at the hospital. Customer's blood glucose was 220 mg/dl. The lcd was also scratched while customer was hospitalized because he was in a car accident. Customer's blood glucose was 220 mg/dl at the time of admission. He was hospitalized due to high blood glucose and was taken of the insulin pump. His shoulder was bruised and was released after three days. Customer had mentioned he was hospitalized due to high blood pressure and couldn't get it down. Self-test was performed and it was completed. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.